Manufacturer narrative:
Correction: previously reported g3 should have included type "foreign" as well as "health professional", "user facility" and "company representative".

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a novel implant procedure. During the procedure, it was found that the novel right ventricular lead failed to capture upon helix extension. After the helix was extended, it was found that the lead failed to retract properly. An alternate lead was used to complete the procedure on (B)(6) 2020. The patient was discharged.

Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.